Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a lasso 2515 nav eco variable catheter and a noise issue occurred. It was reported that noise from all intracardiac and body surface channels was displayed on the carto 3 system and on the recording system. The cable was replaced with no resolution. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since it is unknown if any electrocardiogram signal was available for the physician to monitor the patient's heart rhythm, this event is MDR reportable because lack of monitoring of cardiac rhythm while devices are intracardiac might lead to potential patient harm.